Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that the patient was admitted for chest pain and presumed ICD shocks on (B)(6). ICD interrogation showed no ICD discharges and troponins were negative. The system controller log file contained a transient low flow alarm, which resolved on its own. The source of the chest pain was not identified, although it was assumed to be related to arrhythmias. The pump appeared to be working as anticipated, however, an echocardiogram showed some suspicion that the patent's pump moves slightly posteriorly when he sits upright or stands. The patient has been started on antiarrhythmic medication and seems to be doing better. No further information was provided.

Manufacturer narrative:
The report of a low flow alarm could be confirmed based on the submitted log file; however, a specific cause for the low flow event could not be conclusively determined. The system controller event log file contained approximately 33 hours of data, spanning from (B)(6) 2017 03:33:22 to (B)(6) 2017 12:33:46. On (B)(6) 2017 9:55:59, a low flow event was captured when the average flow was calculated at 2.4 lpm. No other unusual events were captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.